Manufacturer narrative:
The zoom 7x was not returned for investigation. The manufacturing records confirmed the product met all the design and manufacturing specifications. The zoom system IFU warns, "zoom system catheters are not recommended for use in combination with stent-retrievers." And "do not perform more than 3 clot retrieval attempts with the zoom system." Additionally, "exercise care when manipulating the device through tortuous anatomy." Based on the available information, a definitive root cause could not be established. However, it is likely that resistance encountered within the stent retriever and tortuous anatomy contributed to the reported event.

Event description:
It was reported that during a mechanical thrombectomy procedure for an internal carotid artery (ica) terminus occlusion extending into the distal m1/proximal m2 segment, the zoom 7x catheter separated during the eighth pass while being used with a third-party stent retriever. The separation occurred proximal to the gray segment of zoom 7x. Resistance was noted during retraction of the stent retriever. The separated catheter segment was identified within the zoom 88 support catheter after case completion and removal of the system from the patient. The distal piece was retrieved by flushing the zoom support catheter outside the patient. The patient was reported to be stable post-procedure. The anatomy was described as severely tortuous, including a 360-degree loop in the internal carotid artery (ica) and a double s-shaped configuration.